Manufacturer narrative:
A2) patient age - average patient age: mean 67. A3a) patient sex - sex of majority of patients involved: 36 male, 34 female. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 21dec2020) ¿benefits of excimer laser coronary angioplasty over thrombus aspiration therapy for patients with acute coronary syndrome and thrombolysis in myocardial infarction flow grade 0¿. The study retrospectively analyzed patients who underwent pci, and who had a thrombolysis in myocardial infarction flow (timi) grade 0 on the first contrast injection within 24 hours of onset. A total of 113 patients were enrolled in the study between march 2011 to march 2020. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters, manual thrombus aspiration therapy (ta) before balloon angioplasty, or stenting. Procedural complications included 1 slow flow/no flow, 1 dissection, and 1 distal embolization (MDR #3007284006-2026-00142). Additionally, there was 3 cardiovascular deaths that occurred post-procedure (MDR #3007284006-2026-00143). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 21dec2020 has been used, the date of publication. Arai, t, tsuchiyama, t, inagaki, d, yoshida, k, fukamizu, s_2022_benefits of excimer laser coronary angioplasty over thrombus aspiration therapy for patients with acute coronary syndrome and thrombolysis in myocardial infarction flow grade 0. Lasers in medical science (2023) 38:13. Https://doi.org/10.1007/s10103-022-03691-0 this report captures the deaths that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.